Event description:
Treatment of a left ophthalmic aneurysm measuring 6mm x 4mm in size. During the pipeline deployment, it was reported that a hyperform balloon was used to achieve full wall apposition (an option presented in the instructions for use). No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).